Manufacturer narrative:
Continued a6 race: white continued d4 additional serial number: (B)(6) (reported serial number does not populate) changed, and/or corrected data.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the chest on of (B)(6) 2021 using the cooladvantage coolcurve+ system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the chest and upper flanks that may have developed paradoxical adipose hyperplasia.